Event description:
It was reported to covidien on 12/04/2008 that a customer had an issue with a dialysis catheter. The customer states that the caps cracked and broke causing the catheter to be replaced.

Manufacturer narrative:
Submit date: 12/15/2008. An investigation is currently underway. Upon completion, the results will be forwarded.